Manufacturer narrative:
(B)(4). Field service engineer (fse) evaluated the ventilator and did not duplicate the customer reported issue. The fse reseated the graphic user interface internal cables. The ventilator passed self-testing.

Event description:
It was reported that the 840 ventilator's upper display was erratic. There was no patient connected to the device.